Manufacturer narrative:
The occupation of the initial reporter is not documented. The device sample was returned for eval. The results of the eval are not available at the time of this report. The customer states that the clip and the applier are available for eval.

Event description:
The event is reported as: during a surgical procedure, the clip broke when it was being applied. The clip did not fall in the pt.